Event description:
It was observed in the device evaluation that the subject device exhibited a burn on the cover and foreign objects in both air/water cylinder and channel. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material was not identified. The root cause of the foreign material remaining and the burn on the cover could not be conclusively determined. Olympus will continue to monitor field performance for this device.